Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 38 mm xience prime stent in the left main/proximal left circumflex artery complex and a 2.5 x 12 mm xience prime stent and a 2.75 x 12 mm xience prime stent in the mid left anterior descending (lad). On (B)(6) 2013, the patient underwent a staged procedure, with implantation of a 3.5 x 38 mm xience prime stent in the mid right coronary artery (rca). On (B)(6) 2016, the patient was re-hospitalized with unstable angina. A minimally invasive direct coronary artery bypass (midcab) procedure was performed and the patient condition resolved on (B)(6) 2016. There was no additional information provided.